Event description:
It was reported, "loading the tibial implant onto the instrument, everything seemed to be fine. Cement was placed on the prepared tibia. The tibial implant loaded onto the inserter, after it was impacted into place it was found that the thread had locked in the closed position. There was no way it was able to be undone via hand. Ultimately, the hospital had to find very large multi grips, to undo the offending "nut." Another base plate was on hand, it was decided that this should be impacted without the inserter, using only the poly impactor. During this impaction, the tibia fractured and had to be screwed."

Manufacturer narrative:
Additional information has been requested, and if available, it will be submitted in the supplemental report.